Event description:
Reporter alleged when testing blood glucose monitoring device, the results were high. Reporter stated using the meter to test a relative and meter read 107 mg/dl and then 380 mg/dl during back to back testing. No controls were used and no medical treatment was sought based on the alleged incident. A request was made for the return of the suspect device and replacement product was sent.